Event description:
It was reported that the t:slim x2 pump's battery would not charge, and the pump screen remained dark, preventing further troubleshooting. There was no adverse impact to the customer¿s blood glucose level. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery and will receive a replacement pump with updated software from technical support. Instructions for returning the problematic pump and receiving the new pump were provided and understood by the customer.